Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right hypogastric artery using a ruby coil and a non-penumbra microcatheter. During the procedure, while the physician attempted to implant the ruby coil, the ruby coil unintentionally detached inside of the microcatheter. Therefore, the microcatheter containing the detached ruby coil was removed. The procedure was completed using a new ruby coil, a vascular plug, a stent, and the same microcatheter. There was no report of an adverse effect to the patient.